Event description:
It was reported that the patient passed away. The clinician's opinion was sudep. A death follow-up form was received which indicated that the cause of death was unknown and that it was possible sudep. The generator and lead were explanted after the death. It was reported that the patient was found death in bed and that he had nocturnal seizures. The patient had no history of drug abuse or cardiac history. It ws reported that an autopsy was performed, but no copy was available. The explanted devices have not been received for analysis.

Event description:
An autopsy report was received that stated the patient¿s death was due to coronary heart disease. Toxicology showed therapeutic levels of the prescribed anti-epileptic drugs making epilepsy an unlikely primary cause of death; however, the possibility that an epileptic seizure placed undue strain on the compromised heart leading to a heart attack cannot be excluded. There was no evidence of a drug overdose or excess alcohol.

Event description:
The explanted generator and lead were returned to the manufacturer for analysis. Analysis of the lead was completed on (B)(4) 2014. A short circuit condition was identified on the lead coils as result of the coils being exposed. Based on the appearance of the returned lead this was most likely caused at the explant procedure. Scanning electron microscopy images of the positive and negative coil ends verified that the coils were torn (due to tensional forces exerted on the lead) at explant as indicated by the appearance of the coil wires. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator was completed on (B)(4) 2014. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
New information received indicates that the patient's death occurred on (B)(6) 2013.